Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer initially called to report high blood glucose levels and that her md wanted the pump replaced. Unable to troubleshoot as the customer was not feeling well. Customer also mentioned that she had been hospitalized due to high blood glucose levels a few weeks prior.